Event description:
The hcp reported the pt presented in 2003 with signs of an infection of the device pocket. These included redness, drainage, and pocket erosion. A culture of the device pocket and the pt's blood was negative for any growth. The pt was treated with IV antibiotics and total device system explant. The infection is reported to have resolved. The pt had risk factors of diabetes, chronic infection, and debilitated status.